Event description:
The core universal driver was sent for service and it ran on its own without activation during performance testing.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.